Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) ran hardware test application (hta) and observed that the station did not detect the last two rows of drawer three in the main cabinet. Hta was executed to eject all pockets, and debris along with multiple staples was removed from beneath the pockets. The pockets in the last two rows were manually ejected, but hta still did not recognize the row. A sticky substance was found under the pockets and tray in row a, indicating a medication spill, which was cleaned. Despite this, rows d and e remained undetected. The tray for row d was replaced and hta was run again, but the issue persisted. The drawer was then removed and the drawer controller replaced, after which all pockets were recognized. The original tray was reinstalled, hta was run once more, and the system successfully detected all pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device not detected on bus with multiple drawer failure. There were no adverse events or injuries reported based on this event.